Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08227. Follow-up identified surgical intervention was undertaken, at which time the original leads were explanted and replaced with a paddle lead. The ipg was electively replaced with a later model during the same procedure. Effective stimulation was achieved postoperatively. The issue is resolved.

Event description:
(B)(4). It was reported during reprogramming, multiple contacts reveal high impedance values. Surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.